Manufacturer narrative:
Product ID: 306001, lot#: unknown, implanted: (B)(6) 2022, product type: screening device. Information references the main component of the system. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a basic evaluation trial patient who was using an external neurostimulator (ens) for fecal incontinence. The trial began (B)(6) 2022. It was reported that the patient said they spoke with their manufacturer representative (rep) and let them know there was a connection error. The said they thought they pulled a wire so the device was not connecting. The patient had not been tracking, and said they had a follow up tomorrow, but did not know if they would make it, as they did not feel good. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. The issue was not resolved at the time of the report. No surgical intervention occurred.